Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump rewind was slower and louder than it should be. The blood glucose reading was 157 mg/dl. The customer declined troubleshooting. The insulin pump is not expected to return.

Manufacturer narrative:
Device received with stained keypad overlay. Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Insulin pump received with normal operating currents. No unexpected low battery alarm, failed battery alarm, rewind anomaly, backlight anomaly noted during the testing.